Manufacturer narrative:
Investigation into the event found that the customer damaged the immuno wash fluid tip while replacing it during routine maintenance. Replacement of the damaged tip returned the analyzer to expected operation. The root cause of the event was user error.

Event description:
A customer observed negatively biased phyt qc results on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.